Event description:
It was reported that the patient was experiencing pain at the pocket site which was described as tender and worsen when sitting. The patient underwent a revision wherein the ipg was repositioned and that the patient was doing well postoperatively.